Event description:
General report received of an unspecified number of undocumented incidents of tubing disconnections. It was reported that the extension sets disconnected from unspecified IV catheters. No info is available about the type of therapies that were performed and how the disconnections were discovered. No specific pt or event details were provided. Though requested, no additional info was provided.